Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter. This occurred on 13 occasions. The following information was provided by the initial reporter: material no: 381411 batch no: 0275658. It was reported fm. Verbatim: found angiocaths with this black substance all from the same lot number /expiration.

Manufacturer narrative:
H6: after further evaluation of the complaint, it has been determined that the MDR 1710034-2021-00388 is a duplicate of 1710034-2021-00301 this supplemental is to cancel MDR 1710034-2021-00388. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte-n autoguard yel 24ga x .56in had foreign matter. This occurred on 13 occasions. The following information was provided by the initial reporter: material no: 381411, batch no: 0275658. It was reported fm. Verbatim: found angiocaths with this black substance all from the same lot number /expiration.